Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Furthermore, in (B)(6) 2022, the estimated battery longevity was at 40 percent and now the estimated battery longevity is at 10 percent. The plan is to continue monitoring this patient in latitude and perform a device replacement later. No adverse patient effects were reported. This device remains in-service. New information received indicates that the device was explanted and replaced without incident. The explanted device is expected to be returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Furthermore, in (B)(6) 2022, the estimated battery longevity was at 40 percent and now the estimated battery longevity is at 10 percent. The plan is to continue monitoring this patient in latitude and perform a device replacement later. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Furthermore, in (B)(6) 2022, the estimated battery longevity was at 40 percent and now the estimated battery longevity is at 10 percent. The plan is to continue monitoring this patient in latitude and perform a device replacement later. No adverse patient effects were reported. This device remains in-service. New information received indicates that the device was explanted and replaced without incident. The explanted device was returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.